Manufacturer narrative:
Fujinon obtained a copy of medwatch from (B)(4). The customer (specialty surgery) sent scope on (B)(6) 2010, for repair with complaint of scope taking pictures on its own. The repair record indicated that the "switch wire had a bare wire showing" this may have caused the switch to short-out. The cause for the bare wire is unk. The scope was repaired and inspected by quality control and returned to the customer on (B)(6) 2010. There have been no additional repairs or concerns since then. There have been no other reportable events related to this model scope.

Event description:
.